Event description:
It was reported difficulty recapturing and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 33mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but did not meet the release criteria, so a recapture was attempted to be performed. There was difficulty recapturing the closure device initially, but it was then able to be fully recaptured. After the was and wds were removed from the patient, a kink was noted on both sheaths. A new was and wds were used to successfully complete the procedure. There were no patient complications and the patient has been discharged from the hospital.

Event description:
It was reported difficulty recapturing and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 33mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but did not meet the release criteria, so a recapture was attempted to be performed. There was difficulty recapturing the closure device initially, but it was then able to be fully recaptured. After the was and wds were removed from the patient, a kink was noted on both sheaths. A new was and wds were used to successfully complete the procedure. There were no patient complications and the patient has been discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found the tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. There were numerous kinks in the sheath. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy.